Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5079607) that while using the arthrex suture anchor, ar-1927bcf lot 10193788, the tip of the inserter broke off inside the anchor. Attempts to retrieve were unsuccessful.